Event description:
On (B)(6)2021, hcp implanted pdo threads in upper cheek + lower jawline/neck region. On (B)(6) 2021, according to hcp, the patient noticed a pdo thread poking into her mouth. The patient pulled on it and partially removed it. On (B)(6)2021, the patient was evaluated by hcp at a follow-up visit in which the rest of the pdo thread was removed which was about 3-4cms. Hcp reported the pdo thread broke about midway down from the zygomatic arch of the patient's left cheekbone and then it migrated out into the patient's mouth. Hcp reported the patient said that they "did everything right" but noted an increase in pain after "scratching" their cheek and that seems to be where the breakage happened. Hcp prescribed prophylactic antibiotics since the exposed pdo thread was poking into the patient's mouth for over 24 hours. Hcp recommended usual post-care protocols. No additional information or status of this patient was provided.